Event description:
There was no patient involved in this event. The device malfunctioned because it would not power on and the status indicator is not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
On inspection of the returned pad-pak it was immediately revealed that the pogo-pins and plastic locating pins had been sheared off. This would result in no power getting to the device from the pad-pak making it impossible to switch on the device. It is considered likely that the pins got sheared off as a result of incorrect insertion of the pad-pak by the user. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.